Manufacturer narrative:
Based on the provided information and test performed on site on the system there is no indication of a malfunction of the mr system or coil used. The reddening and the blister is caused by the close proximity of the coil cable to the affected area. It was reported that the patient had a sensitive skin and no padding was used to separate the coil cable from the patient's body. In this case 6 scans on high sar value were administered and a total whole rf body dose of 6.0 kj/kg, which can explain the heating sensation as experienced by the patient. (B)(4).

Event description:
Philips received a report that a female patient was positioned head first, supine, and scanned for a pelvis examination with the cardiac coil. A heating sensation was experienced, and reddening of the outside of the right leg, near the inguinal region, was observed (size 10 square cm). More than a month later philips was informed that a blister of 3 x 3 cm developed on the affected area.